Event description:
A surgeon reports that upon examination of a pt five yrs following bilateral intraocular lens (iol) implant surgery, a few glistenings were noted on the right lens and many glistening were noted on the left lens. The pt had reported decreased visual acuity in the left eye; there was no decrease in visual acuity in the right eye. In a follow-up, the surgeon stated he felt the slight decrease in visual acuity in the left eye was not due to the glistening on the iol. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/16/2008 and 04/18/2008 by mail, fax and phone. Add'l info was received 04/17/2008 and 04/29/2008 by phone. A completed questionnaire has not been received. This report was mailed to FDA on: 05/15/2008. .